Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: incompatible scope error - e315. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported failure was traced to component failure, and the most probable root cause of the incompatible scope error was a bad ultrasound plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no image displayed during inspection for use of an olympus gastrointestinal videoscope. There was no patient involvement.